Event description:
It was reported that when the latch was closed without a cassette installed, the pump triggers an alarm stating: 'cassette not attached properly, reattach cassette.' However, the reporter stated that when a cassette was installed, the pump operates normally without any alarms, and once the cassette is removed, the same alarm reoccurs whenever the latch was closed. The issue occurred during setup. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint confirmed and the dso sensor was replaced with a new one. The cause of the reported issue was dso sensor damaged. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.